Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was interrogated before implantation. During this process, we observed that the atrium continuously detected the mv signal. We adjusted the atrial sensitivity from 0.6 mv to 6 mv; however, this did not result in any change. We therefore decided to switch to another borea dr pacemaker. At home, I re-interrogated the pacemaker and observed the same result. After reprogramming the rate response from ¿learning¿ to ¿off,¿ the phenomenon was, as expected, no longer present.